Event description:
This report is in response to a medwatch form that was forwarded to mckinley medical by the FDA. The medwatch form was initially filed by a user facility and cites an occurrence of an under-delivery of medication with a disposable infusion device. There is no report of injury.